Event description:
It was reported that this high shock impedances were noted on this subcutaneous implantable cardioverter defibrillator (s-ICD) system at 210 ohms. A chest x-ray from 2023 noted a considerable layer of adipose tissue between the coil and the sternum. An electrode revision was suggested as a result. Defibrillation threshold (dft) testing was not performed at implant for this patient, and the system impedance trends have maintained around 150 ohms since (B)(6)2024. Subsequently, this electrode was successfully replaced with system impedance of 110 ohms. Dft testing was performed successfully, with shock impedances at 130 ohms. Continued remote monitoring is expected. No additional adverse patient effects were reported.